Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - correction, if follow-up, what type?: correction.

Event description:
Please disregard initial MDR report for MFR# 3004753838-2016-03721; complaint was reported in error. Duplicate incident has already been reported under MFR# 3004753838-2016-03723.